Manufacturer narrative:
Concomitant products: 310c27 tissue valve implant date: (B)(6) 2007; 305u21 tissue valve implant date: (B)(6) 2007; a2dr01 ipg implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) his-bundle lead exhibited chronic high and unstable thresholds and non-capture. The ra his-bundle lead was capped and replaced. No patient complications have been reported as a result of this event.